Event description:
Swan ganz had been pulled from pt's right neck four to five days prior to observation of air only in cordis line. Repeated attempts to aspirate blood only produced air. So cordis was removed. Note: there was not a cap (obturator) on the end - a cap is normally placed by staff after swan pulled to prevent air getting into cordis line. However, the end is supposed to be self sealing without a cap.